Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with debris on lens. Visual inspection found one haptic torn. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, within the same surgery due to the lens tore during delivery into the right eye (od). There was no patient injury. The lens was exchanged for another same model/length lens on (B)(6) 2020 and the problem was resolved.